Event description:
It was reported that patient presented in-clinic after receiving an inappropriate shock. An increase in capture and decrease in sensing were observed. X-ray revealed lead dislodgement. The lead was repositioned.

Manufacturer narrative:
No medwatch form was received.